Manufacturer narrative:
Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
Related to (B)(4).

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
Related to 487046 487758 487764. The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester says that he has had a "string of hematomas" around 4 in the past few weeks. More than he's had in awhile. He feels like the energy device isn't sealing well. He's not sure of the cause but has been adjusting the energy settings to see if this helps to resolve the issue.